Event description:
Note: this supplemental was created to update the investigation results after the product was received for evaluation. The product was received subsequent to initial MDR. The customer reported that the mm2-000231 fascial blade fractured during the surgery resulting in injury to the patient and additional incision and dissection to retrieve broken component. There were 2 products that fractured during this procedure. Both instruments reported intra-operative fracture resulted in injury to patient. See 3012120772-2023-00005 for details on the mm2-100050 guidewire, single sharp. This even was initially reported in 3012120772-2023-00005. Report details below: the surgeon was conducting posterior fusion of l4/5, backing up a stage 1 l4/5 alif. The surgeon was placing fascial splitter with attached blade over guidewire. Guidewire was positioned in pedicle of vertebral body and had been placed utilising brainlab navigation and brainlab navigated jamshidi needle. The positioning was confirmed and was correct and acceptable with intraoperative CT. The fascial splitter appeared to 'catch' and 'fold' the guidewire under the advancing fascial blade. The surgeon appeared to use extensive downward force and appeared to sever guidewire. Distal sheared end of guidewire (approximate 50mm) has then migrated, under extreme tension to approximate position of patient's psoas muscle and has embedded itself there. The incident was occurred with equipment in contact with the patient which caused 1.5 hour delay to surgery whilst retrieval of broken component was undertaken. This resulted in injury to patient and additional incision and dissection to retrieve broken component (multiple broken components of instruments & 2 components from guidewire). Intraoperative x-ray confirmed the position of sheared component of guidewire. Intraoperative CT was obtained to allow navigation to enable 'real time' visualisation of guidewire piece in order to extract broken component. Blunt dissection utilising nuvasive xlif retractor and nuvasive intraoperative neuro-monitoring has been undertaken in order to retrieve guide wire piece. Surgery was able to be successfully completed utilising additional instruments from mariner mis set as well as competitor company instrumentation that was consigned and 'on shelf' at the hospital.

Manufacturer narrative:
The customer sample was received without the broken tip included. Functional testing was performed on a lab sample in an attempt to duplicate the break on the blade tip received from the field. Under repeated use during testing and with increased force, the lab sample did not break. The root cause of the break on the customer sample was no identified. Intraoperative warnings: consult the surgical technique guide for system specific intraoperative warnings, precautions, and recommendations. Extreme caution should be used around the spinal cord and nerve roots. Damage to the nerves will cause loss of neurological function. Breakage, slippage, or misuse of instruments or implant components may cause injury to the patient or operative personnel. Implants and components should not be bent, reshaped, contoured, or otherwise modified.

Manufacturer narrative:
The customer reported that the mm2-000231 fascial blade fractured during the surgery resulting in injury to the patient and additional incision and dissection to retrieve broken component. Report details below: the surgeon was conducting posterior fusion of l4/5, backing up a stage 1 l4/5 alif. The surgeon was placing fascial splitter with attached blade over guidewire. Guidewire was positioned in pedicle of vertebral body and had been placed utilising brainlab navigation and brainlab navigated jamshidi needle. The positioning was confirmed and was correct and acceptable with intraoperative CT. The fascial splitter appeared to 'catch' and 'fold' the guidewire under the advancing fascial blade. The surgeon appeared to use extensive downward force and appeared to sever guidewire. Distal sheared end of guidewire (approximate 50mm) has then migrated, under extreme tension to approximate position of patient's psoas muscle and has embedded itself there. The incident was occurred with equipment in contact with the patient which caused 1.5 hour delay to surgery whilst retrieval of broken component was undertaken. This resulted in injury to patient and additional incision and dissection to retrieve broken component (multiple broken components of instruments & 2 components from guidewire). Intraoperative x-ray confirmed the position of sheared component of guidewire. Intraoperative CT was obtained to allow navigation to enable 'real time' visualisation of guidewire piece in order to extract broken component. Blunt dissection utilising nuvasive xlif retractor and nuvasive intraoperative neuro-monitoring has been undertaken in order to retrieve guide wire piece. Surgery was able to be successfully completed utilising additional instruments from mariner mis set as well as competitor company instrumentation that was consigned and 'on shelf' at the hospital. There were 2 products that fractured during the same procedure. See 3012120772-2023-0005 for details on mm2-100050 guidewire, single sharp this report is for the mm2-000231 fascial blade both reported intra-operative fracture resulted in injury to patient. No evaluation of the products has occurred as of the submisison of this report. The produts were received (B)(6) 2023, and await evaluation intraoperative warnings consult the surgical technique guide for system specific intraoperative warnings, precautions, and recommendations. Extreme caution should be used around the spinal cord and nerve roots. Damage to the nerves will cause loss of neurological function. Breakage, slippage, or misuse of instruments or implant components may cause injury to the patient or operative personnel. Implants and componentsshould not be bent, reshaped, contoured, or otherwise modified.

Event description:
The customer reported that the mm2-000231 fascial blade fractured during the surgery resulting in injury to the patient and additional incision and dissection to retrieve broken component. This event was initially reported in 3012120772-2023-00005. Report details below: the surgeon was conducting posterior fusion of l4/5, backing up a stage 1 l4/5 alif. The surgeon was placing fascial splitter with attached blade over guidewire. Guidewire was positioned in pedicle of vertebral body and had been placed utilising brainlab navigation and brainlab navigated jamshidi needle. The positioning was confirmed and was correct and acceptable with intraoperative CT. The fascial splitter appeared to 'catch' and 'fold' the guidewire under the advancing fascial blade. The surgeon appeared to use extensive downward force and appeared to sever guidewire. Distal sheared end of guidewire (approximate 50mm) has then migrated, under extreme tension to approximate position of patient's psoas muscle and has embedded itself there. The incident was occurred with equipment in contact with the patient which caused 1.5 hour delay to surgery whilst retrieval of broken component was undertaken. This resulted in injury to patient and additional incision and dissection to retrieve broken component (multiple broken components of instruments & 2 components from guidewire). Intraoperative x-ray confirmed the position of sheared component of guidewire. Intraoperative CT was obtained to allow navigation to enable 'real time' visualisation of guidewire piece in order to extract broken component. Blunt dissection utilising nuvasive xlif retractor and nuvasive intraoperative neuro-monitoring has been undertaken in order to retrieve guide wire piece. Surgery was able to be successfully completed utilising additional instruments from mariner mis set as well as competitor company instrumentation that was consigned and 'on shelf' at the hospital. There were 2 products that fractured during this procedure. See 3012120772-2023-00005 for details on the mm2-100050 guidewire, single sharp mm2-100050 guidewire, single sharp mm2-000231 fascial blade. Both instruments reported intra-operative fracture resulted in injury to patient.